Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they had concerns if their implantable cardioverter defibrillator (ICD) was still working after having an ablation. The ICD remains in use. No patient complications have been reported as a result of this event.